Manufacturer narrative:
The hospital biomedical engineer, called the philips remote technical assistance center on 29-mar-2007 to request information on alarm functionality. The biomedical engineer determined that the device had been set for alarms to be permanently suspended. The device has since been reconfigured so that alarm suspend periods are 3 minutes. No device malfunction occurred.

Event description:
The hospital biomed called to report that the nurse is complaining that monitor did not alarm during an asystole. Biomed stated the patient condition lasted for 1hr and 45 minutes.